Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). (B)(4). The stent remains implanted and there was no device malfunction reported. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2013, a 2.5x33mm xience xpedition stent was successfully implanted in the proximal right coronary artery (rca) lesion. On (B)(6) 2015, the patient was admitted to the hospital with unstable angina. Another unspecified stent was implanted at the proximal rca, 90% re-stenosed site. The event resolved without sequela and on (B)(6) 2015, the patient was discharged from the hospital. There was no additional information provided.